Event description:
Interrous device located in broselow carts for pediatric patients. Patient presented in a code situation, color coded broselow cart opened, io needle placed for IV access. Hub of io needle recessed and could not be connected to the IV fluids. Another io was used from the next color up, and had the correct end of the hub which was not resessed allowing for connection. The risk manager was notified of the issue in 2009. Dates of use: 2009. Diagnosis: needed for IV assess during resuscitation code.